Manufacturer narrative:
Olympus medical systems corp followed up with the user facility to obtain add'l info regarding the report and olympus was informed by the user that device referenced in this report has been discarded following the procedure. The user further reported that there was no problem with the ebd procedure nor the device. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported an endoscopic biliary drainage (ebd) procedure was performed and the physician placed a stent in the pt, and the procedure was successfully completed. The patient was kept in the hospital as originally planned. The following day of the initial procedure, a laparatomy procedure was performed for unk reasons, and a perforation was reportedly discovered in the patient's bile duct. An unk surgical procedure was said to have been performed to treat the perforation. The patient was reportedly discharged from the hospital a week after the laparatomy procedure was performed. The current condition of the patient is unk.